Event description:
After a negative skin test the pt developed hypersensitivity at the treatment site of bovine collagen. The physician treated them with intralesional steroids, topical steroids and doxycycline orally.